Manufacturer narrative:
On (B)(4) 2011, a bec field service engineer (fse) was dispatched for the event. The fse inspected the instrument and could not find any hardware issues or locate the source of the smell. The fse returned on (B)(4) 2011 to replace a part for an unrelated issue and noticed that the instrument had powered itself down. The fse powered up the instrument and initialized all the subsystems. The fse then noticed the burning smell. On (B)(4) 2011, the fse replaced the system power sled and made necessary adjustments to various system sensors and alignments. The fse performed a routine system check which passed within instrument specifications. The instrument has all appropriate safety ratings. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) to report a burning smell emitting from the access 2 immunoassay analyzer. There was no report of flames or fire, and no injury to user. There is no indication that the fire department was dispatched.